Manufacturer narrative:
No button error alarm was noted during failure analysis. The insulin pump was received with intermittent up button response due to moisture damage keypad trace. Numbers does not ramp up on its own or scroll bar moving with no input. No unexpected battery out limit anomaly noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer¿s blood glucose was unknown. He stated that he woke up and tried to give himself a bolus but the up button would not function properly. Customer said that the numbers kept scrolling. The insulin pump informed him that he had a problem with his pump and needed to replace the battery with a new one. When he did, the insulin pump said that the battery had been out too long. The insulin pump alarmed battery out limit again. During troubleshooting for button error, the customer mentioned that the only moisture that his insulin pump may have been exposed to would have been sweat. The time clock had no problems advancing. They treated their low blood glucose with juice and tablets but cannot troubleshoot because of the button error. Customer was advised that insulin pump would need to be replaced and to revert to a backup plan. The pump will be returned for analysis